Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-jan-2026, it was reported by a sales representative via (B)(4) that a qty. 4 of ar-300b burr attachments were broken. No further details were provided, and additional information has been requested. Additional information provided 29-jan-2026: it was further reported that the issue with the burr was that it no longer functioned properly and impacted other parts of the system. The issue was discovered during use with no patient harm reported. Additional information provided 05-feb-2026: it was reported that the ar-300b burrs were breaking off inside the handpieces and the tips were overheating.

Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used when inserting the burrs.